Manufacturer narrative:
Date of death: an unreported date, "last week". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with intraperitoneal (ip) injection of vancomycin (1 gram start dose, then 500 mg per bag per day) and ip injection of amikacin (500 mg start dose then 100 mg per bag per day) for peritonitis. On an unreported date, the patient passed away. The cause of death was reported as respiratory failure. It was not reported if an autopsy was performed. The patient was not recovered from the peritonitis prior to death. Antibiotic therapy was ongoing at the time of death. Pd therapy was ongoing prior to death; however, it was not reported if pd therapy was ongoing at the time of death. No additional information is available.